Manufacturer narrative:
This report will be updated when the eval is complete.

Event description:
It was reported that during a polyps removal surgery, the power was increased to 5000 rpm; the device got very hot. The surgery was finished without the handpiece. There were no adverse consequences reported.